Event description:
A coronary atherectomy procedure commenced to treat a severely calcified lesion in the distal left anterior descending artery (lad). A spectranetics elca coronary laser atherectomy catheter was used to treat the patient. After lasing 8 times successfully, an attempt was made to lase for the 9th time, when the surgeon had a feeling of electrical leakage. An abrasion in the epidermal layer of the catheter was noted, and use of the device was discontinued. Some of the contrast media in the coronary arteries remained, and the procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
H3/h6): the device was not returned, thus no investigation could be completed, and the reported complaint could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.